Event description:
The customer stated that she is "having a reaction to the adhesive." After wearing the pod for one day, her skin became "itchy and irritated." As a result of her skin condition, she is working with her csm (clinical svs mgr) as well as an allergist. The pod will not be returned for eval. Note: the customer had previously experienced a similar reaction when using another insulin pump set and is hoping to find a solution so that she can continue using the omnipod system.

Manufacturer narrative:
The pod will not be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have resulted in an allergic reaction. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide warns customers: "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." The customer may have a pre-existing condition as she experienced a similar allergic reaction from using a prior insulin pump set. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records could not be performed as no lot number was provided.